Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trans-oral incision less fundoplication procedure, the device won't transfer the stitch, it just fell out. Patient status was unknown.